Event description:
The crna pressed the level button on the bed control and the bed did not return to the flat position, it kept turning to the point it could have dumped the patient off if you weren't watching. The bed was taken out of service and biomed called. Biomed called steris in and they worked on it for several hours.======================manufacturer response for or table, steris or table (per site reporter).======================steris engineer completed the repair on 8/20/2014 and said it was a calibration issue.